Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that two syringe modules were infusing via a piv and an error message occurred on one of the devices. Acyclovir was infusing at 10.54 ml/h; d10w was infusing at 8.24 ml/h in a 60 ml syringe for a total reported rate per hour of 19 ml/h. The hospital's usual practice for acyclovir is a 20 ml syringe containing 63mg = 10.5ml to infuse over one hour (with 2 ml drug overfill for priming). A small unspecified volume of fluid was left in the syringes and not infused. The devices were switched out for new ones. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an underinfusion/pump error was confirmed in the pcu event log and the syringe module error log. The pcu event log shows that at 5:02 pm on (B)(6) 2016 syringe module s/n (B)(4) (channel a) was programmed to infuse dextrose 10% at 8.3ml/hr with a vtbi of 16ml. A 50ml bd syringe was selected with 56.2987ml detected. The device alarmed for channel disconnect at 6:55 pm; the infusion was restarted and continued until 8:24 pm when the channel was shut down. The volume recorded as being infused during this period was 18.8435ml. At 5:46 pm on (B)(6) 2016 syringe module s/n (B)(4) (channel b) was programmed to infuse acyclovir herpes simplex at 10.5ml/hr with a vtbi of 10.5ml. A 20ml bd syringe was selected with 11.2017ml detected. The infusion continued until the channel disconnect event on channel a at 6:55 pm. The volume recorded as being infused during this period was 8.2556ml. The syringe module error log shows that a software fault 13-1033-149 occurred at 6:55 pm, one second before the channel disconnect occurred. The root cause of the reported event was identified as a software timing issue that resulted in a channel disconnect on channel a, which stopped the infusion running on channel b.